Manufacturer narrative:
A bacteriological sampling of all of handpieces was carried out after sterilization as soon as these cases were declared. Everything came back negative except one handpiece (staphylococcus non aureus). The handpiece is in quarantine and will not be put back into circulation. The investigation is ongoing.

Manufacturer narrative:
H6: after additional review device code a26 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One stellaris handpiece, serial number (B)(6) was returned in an opened unknown sterilization pouch. The customer was unable to identify which event (see related reports) this handpiece was used in. Close examination of the returned pouch shows that the pouch and presumably the handpiece have been steam sterilized as the indicators on the bag are brown per the exposure key/instructions. Visual inspection and microscopic examination of the handpiece found no damage. The device history record was reviewed with no anomalies noted. A bacteria testing was performed by the customer after steam sterilization, and it was found that the returned device was tested positive for staph aureus bacteria. An endotoxin test was deemed not necessary since the presence of endotoxins cannot pinpoint when it was introduced into the device. Root cause of endophthalmitis could not be determined due to the condition in which the device was returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. See related reports: 0001920664-2020-00159, 0001920664-2020-00160, 0001920664-2020-00161.

Manufacturer narrative:
Additional information regarding the event, the device and the patient has been requested. The investigation is ongoing.

Event description:
The user facility in (B)(6) reports 4 cases of endophthalmitis in a month and a half. The 4 cases used 3 different iol brands and different viscoelastic substances. Three of the surgeons used the handpiece and standard custom packs. Additional information regarding the event and patient impact has been requested.